Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on another adc meter. Customer reported that on (B)(6) 2019 he obtained a sensor scan result of 6 mmol/l which was higher than a reading of 3 mmol/l obtained on another adc meter an unspecified amount of time later. Customer further reported experiencing dizziness, sweating, and shaking, and being unable to treat himself. His wife provided him with glucose tablets, and no further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and the serial number provided was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.  The manufacturer of the freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.    A tripped trend review was performed for the reported complaint and libre sensors showed no anomalies or non-conformances that could lead to the complaint.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving high readings on his adc freestyle libre sensor compared to readings obtained on another adc meter. Customer reported that on (B)(6) 2019 he obtained a sensor scan result of 6 mmol/l which was higher than a reading of 3 mmol/l obtained on another adc meter an unspecified amount of time later. Customer further reported experiencing dizziness, sweating, and shaking, and being unable to treat himself. His wife provided him with glucose tablets, and no further treatment was required. There was no report of death or permanent injury associated with this event.